Manufacturer narrative:
Date sent to the FDA: 12/11/2018. Additional information was requested, and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure the initial approach for the index surgical procedure? Date and name of index surgical procedure. The diagnosis and indication for the index surgical procedure? Were there any concomitant procedures performed? Were there any intra-operative complications? No answer for any of these questions ¿ index procedure not performed within this trust. What were current symptoms following the index surgical procedure? Onset date? I don¿t have an onset date ¿ she was first seen by this department in (B)(6) 2018. Was medical intervention give for the pain? Results? Has had multiple oral analgesics without response. Has had a pudendal block with depo-medrone without sustained benefit. Please provide the date of reoperation. What were the findings on reoperation. Was the device removed? If so, please provide date and details of the reoperation. Are there any pictures for evaluation? Surgical revision has not yet occurred. Reported following initial eua with removal of the device planned as joint procedure with colorectal colleagues. What is physician¿s opinion as to the etiology of or contributing factors to this event none identified at present. What is the patient¿s current status? Awaiting device removal.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure the initial approach for the index surgical procedure? Date and name of index surgical procedure the diagnosis and indication for the index surgical procedure? Were there any concomitant procedures performed? Were there any intra-operative complications? What were current symptoms following the index surgical procedure? Onset date? Was medical intervention give for the pain? Results? Please provide the date of reoperation. What were the findings on reoperation. Was the device removed? If so, please provide date and details of the reoperation. Are there any pictures for evaluation? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient¿s current status?

Event description:
It was reported that patient underwent an unknown procedure on an unknown date and mesh was implanted. Following the procedure, the patient experienced chronic pain. The patient underwent surgical excision of vaginal portion of mesh as joint procedure with colorectal surgeons. Additional information has been requested.